Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the ipg site, which the patient stated was (B)(6). The patient is in contact with their physician regarding this issue and reportedly doing better. No additional information is available at this time.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that a methicillin-resistant staphylococcus aureus (mrsa) infection was present at the ipg site. In turn, patient¿s ipg site wound was washed out on (B)(6) 2020. Patient was treated with antibiotics and the infection has reportedly cleared.